Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was noted to be losing 2 minutes a week. There was no impact to the customers blood glucose level. The customer stated the issue has occurred since starting pump on (B)(6) 2016. During the call with tandem technical support, the customer stated the time on cell phone and pump are the same.